Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implantation of the alto abdominal stent graft system on (B)(6) 2024. During a routine follow-up on (B)(6) 2024, via computed tomography (CT) scan, it was noted that the patient's left iliac limb had migrated distally from the left internal artery, nearing the sac. On (B)(6) 2024, the patient underwent re-intervention with the implantation of an additional ovation ix iliac limb. The limb was placed from the main body limb down to the distal common iliac. The final patient status was reported as stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix's practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device was properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation ix left common iliac limb migration complaint is unconfirmed. The additional endovascular complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The complaint is likely anatomy-related. At the one-month post-operative computed tomography (CT) scan, the inferior stent margin was 27 mm from the left hypogastric artery. An ovation limb 14-28-120mm was placed in the left iliac artery. The distance from the inferior stent margin of the left iliac limb to the top of the left hypogastric accommodated the 120mm length limb; however, the next size length of 140mm may have encroached upon the hypogastric. Occluding both hypogastrics would have been a cautionary product use condition. This likely contributed to the reported event (anatomy-related). There may have been cranial migration of the left limb; however, that could not be conclusively determined as the immediate post-index distal landing zone could not be determined. Procedure-related harms could not be determined. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date of received by manufacturer updated. H6: investigation finding codes: remove 3233. H6: investigation conclusion codes: remove 11.